Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported via medsun, patient had a multi-lumen PICC line in place for administration of IV medications. Concerns arose regarding possible infiltration. Upon removal of the PICC line, one lumen was found to be damaged, with visible leakage of contents. The remaining 2 lumens were uncompromised. Patient had no symptoms or injury. A new line placed. The event caused a delay in medication. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split is confirmed; however, the root cause is unknown. One photograph of a catheter shaft was returned for evaluation. An initial visual observation of the photograph showed a small section of the catheter shaft. A longitudinally aligned split was observed in the catheter shaft, just distal to the 5cm depth marking. No further details of the split could be discerned in the photograph. No obvious use residue was observed on the sample. There were no distinguishing features of the split in the returned photograph which could aid in identifying a specific root cause. This complaint will be recorded for future trending and monitoring purposes.